Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon review, it was noted that the atrial lead exhibited inappropriate capture of the right ventricle. X-ray imaging was performed and revealed a dislodgement of the atrial lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
B5 should have stated that the lead was repositioned rather than explanted and replaced. D6b (date of explant) should be blank.

Event description:
New information noted that the lead was repositioned rather than explanted and replaced.